Event description:
During an open reduction internal fixation (orif) of a metacarpal, the surgeon had two screwdrivers not able to engage with two separate screw heads. After reviewing the situation with the surgeon and discussing with product development they determined the screw driver shafts to be stripped. The screws were both successfully tightened. No impact to the patient. The surgery was delayed for less than 15 minutes due to the event. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Part # 03.114.010 is the shaft, component of part # 03.114.009 shaft with holding sleeve. Therefore, additional report for part # 03.114.010 is not required. Upon further review of the complaint and per company policy the part # 03.114.010 is therefore deemed to be non-reportable. This report is hereby rescinded.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that the review of the dhrs for p/n 03.114.010, lot 6365881, showed no nonconformances generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device is an instrument, cannot be implanted or explanted. A review of device history records has been requested. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.